Event description:
Event description guidant received information that during an implant procedure, unipolar atrial and right ventricular leads were implanted with this easytrac left ventricular lead. The lead measurements were stable. Following the procedure, the device was interrogated and the settings were unchanged. Later, no left ventricular pacing was observed and the impedance measured >2000ohms. The physician re-opened the pocket and everything appeared normal, then he realized that the device was programmed for bipolar leads and not unipolar leads. The physician commented that the nominal settings are for bipolar leads, that is not the best programming, particularly when the procedure is a replacement with unipolar leads already implanted.